Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found severe hypotube kinks at 19.5cm and 20.8cm distal to the strain relief. No breakage of the hypotube was noted as reported by the complainant. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. Following placement of a guide catheter, a 2.50x16mm promus element plus drug-eluting stent was advanced. However, while pushing the device inside the guide catheter, the physician felt a small resistance. Suddenly, the stent shaft broke approximately 20cm from the hub outside of the patient. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. Following placement of a guide catheter, a 2.50x16mm promus element plus drug-eluting stent was advanced. However, while pushing the device inside the guide catheter, the physician felt a small resistance. Suddenly, the stent shaft broke approximately 20cm from the hub outside of the patient. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.